Manufacturer narrative:
A device history record review was completed for provided material number (B)(4) and lot number 2110188. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were within specifications. To aid in the investigation of this issue, three (3) picture samples were received for evaluation by our quality team. Through examination of the pictures, white particles were observed in the syringe. An exact cause could not be determined based on the investigation results at this time. Although the high-volume manufacturing process may generate some particulate matter, bd keeps the particulate matter to extremely low levels due to the stringent preventive measures in place. We are confident this was an isolated incident with an unlikely recurrence. Further action has not been determined necessary at this time. Our quality team will closely monitor the production process for signs of this potential defect and any emerging trends.

Event description:
No additional information.

Event description:
It was reported that bd syringe s2 20ml 18ga 1-1/2in had drug precipitation in the needle. The following information was provided by the initial reporter, translated from chinese to english: the head nurse reported that during the dispensing process, drug precipitation was found. The affected quantity was.

Manufacturer narrative:
H.3. Device return not anticipated. If additional information becomes available a supplemental will be filed.